Manufacturer narrative:
It was initially reported that a ventilator's internal battery, interface board and power management board were replaced due to "service required" issues. Upon further evaluation, the device also failed test steps. The device's sensor board, system board and flow element were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery, interface board and power management board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board, interface board, oxygen blending module board, sensor board and internal battery. The system board, interface board, oxygen blending module board, sensor board and internal battery were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending module board failing was found to be caused by contamination. The system board, interface board, sensor board and internal battery were evaluated and were found to operate to design specifications.